Event description:
A motor stall occurred on (B)(6) 2010, without recovery. Two days later, a stopped pump may exceed tube set message was present. The pump was alarming on (B)(6) 2010. The patient did not have any events or procedures that involved exposure to sources of emi (electromagnetic interference). The eri (estimated replacement indicator) was 39 months. The patient was managed with oral medications for pain control until the pump could be replaced. The medications being delivered via the device system were bupivicaine and morphine. It was later reported the pump was filled with saline and not explanted. It was determined the patient was not in need of the pump medication and may not "be able to handle" an explant surgery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).